Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was a failure with the 6fr angioseal closure device. The following information was provided by the user facility: the initial, planned thrombolytic procedure on left leg began on (B)(6) 2017. The sheath was withdrawn from right groin on (B)(6) 2017, and angioseal was deployed. Amputation of right leg occurred on (B)(6) 2017. Following a planned contra-lateral procedure to restore circulation to left leg, failure of angioseal closure device blocked bloodflow in right leg, resulting in amputation of right leg above the knee. It was reported that the bypass of femoral artery at the right groin access site was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. [Mw5071979]

Event description:
Additional information was received on october 2, 2017. Corrected information obtained s/p angioplasty with access site in left femoral artery. Noted loss of doppler pulses in left lower extremity, leg pale and cool. Status demonstrated acute occlusion of left common femoral, popliteal and posterior tibeal arteries. Patient to operating room for removal of closure device. Left aka done (B)(6) 2017.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.